Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The breathing port was removed and realigned to resolve the issue.

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.